Manufacturer narrative:
The associated complaint devices were returned and evaluated. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for the listed lot/failure mode. Due to the limited clinical information provided, the clinical investigation team was unable to determine the impact or risk to patient and perform a thorough medical assessment. An evaluation performed by our research lab concluded the interior of the legion hinge axle bushing is worn, indicated by the laxity of the femoral axle when inserted into the bushing. That laxity allows the legion hinge link to be subjected to forces of hyperextension and varus-valgus rotation. Visual inspection revealed burnishing on the lateral and medial sides of the fracture, and on the anterior-lateral side of the secondary piece. The legion hinge post bushing was not returned. Visible wear on the anterior aspect of the axle bushing seemed to indicate that the post bushing fractured, which allowed the axle bushing to articulate with the tibia post sleeve. Burnishing on the lateral side of the tibia post sleeve indicate metal-on-metal contact, potentially occurred due to failure of the legion hinge post bushing and varus-valgus rotation. Fracture is potentially a result of hyperextension and varus-valgus rotation. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to implant fracture.